Event description:
It was reported during inspection at user facility that the delrin ball was missing from the locking mechanism of the aseptic battery housing which can cause housing to open up and expose the non sterile battery to the sterile field. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, the ball in the locking mechanical was found broken, was confirmed. Device was placed in parts retention.